Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge with attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of device data logs and initial testing. The device was put through extensive testing including bench handling, defibrillation cycling, environmental chamber testing and shock test at different energy levels without duplicating a malfunction to the device. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.